Manufacturer narrative:
Additional information was provided which indicated that this product, bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, was not affected by the contamination. The previous MFR report # should be considered canceled.

Event description:
It was reported that while using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml that there was contamination. The following information was provided by the initial reporter: #245124 contamination caused by #245122 contamination of 20 sticks (as attached).

Event description:
It was reported that while using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml that there was contamination. The following information was provided by the initial reporter: #245124 contamination caused by #245122 contamination of 20 sticks (as attached).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.